Event description:
It was reported, when inserting the 4fr groshong nxt, the nurse noticed damage to the tip of the puncture sheath, preventing successful entry into the vessel, resulting in catheter placement failure. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer is confirmed; however, the root cause is unknown. Three photographs of a microintroducer were returned for evaluation. An initial visual observation of the photographs showed the edge of the sheath was buckled/folded inward in multiple places. No details of the damage could be discerned from the returned photographs. Use residue was seen on the device. The observed sheath tip deformation was consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, or if the transition between the sheath and the dilator is rough or abrupt. Based on the returned photograph, the exact root cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.